Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen was dark, preventing confirmation of a power source alert. Despite trying different cables and wall adapters, the issue persisted. There was no adverse impact to the customer¿s blood glucose level. In response, the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued. Technical support decided to replace the pump and advised the customer on the necessary steps for returning the faulty device and receiving the new one.